Event description:
It was reported that post-anesthesia, port placement and prior to console use, for a da vinci-assisted surgical procedure the site experienced a recognition issue on arm3 when docking. Technical service engineer (tse) confirmed there was error (rfid issue) in the logs. The instrument is recognized correctly on another arm. This issue was still persists after replacing the back-up drape adapter twice, power cycle the system. Then surgeon decided to convert to laparoscopic approach due to a system issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the chip sensor of the third arm was faulty. According to the procedure manual, replace the set of no. 3 arms, operate the test forceps as a final operation check, and there is no abnormality. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it failed to recognize any instruments during the test. The usm was then installed onto a psc fixture test platform (pftp) where the carriage switches failed on radio frequency identifier (rfid) to recognize instruments. Once testing was completed, the carriage rfid was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. A review of the site¿s system logs confirmed a message that indicated the rfid was not present on usm 3.

Event description:
Refer to h11 for follow-up information.